Event description:
It was reported that the patient presented for routine in-clinic follow up. A device interrogation revealed elevated capture threshold. No interventions were made. The patient was stable.